Event description:
Per the clinic, the patient experienced an infection as well as oozing at the abutment site and was prescribed oral antibiotics (date not reported). On (B)(6) 2015 a second course of oral antibiotics was prescribed and the site was treated with silver nitrate. Subsequently on (B)(6) 2015, the patient underwent a procedure for wound debridement; during the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.